Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 210575 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 210575, test base part number 195-430h / lot 205759. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 210575 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported conflicting results with the binax now covid-19 antigen self test performed on an unknown date . The consumer performed two tests. The first test's results were positive and the second test's results were negative. No additional patient information, including treatment and outcome, was provided.